Event description:
There was no reported patient injury due to the fractured abutment.

Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Event description:
Abutment fractured after being in the mouth for several weeks.